Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 472 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Related medwatch reports 2210968-2024-02548.

Event description:
It was reported that a patient underwent a tka: total knee arthroplasty on an unknown date and interrupted suture was used on the subcutaneous tissue. The patient later developed redness and re-operation will be performed on (B)(6) 2024. It is unknown what was the cause of it. The patient is in the hospital. There is an inflammatory reaction at the surgical site and it does not seem to be calming down. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased) normal patient. Please describe any medical/surgical intervention required for this suture event including dates and results. Reoperation and good. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? After several days post-op, redness was found and it hardly disappeared other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? It is unknown what was the cause of the event. The cause was unknown what is the patient's current status? The patient is in the hospital. Lot number? Unk. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Unk. Does the patient have a known allergic history to any medical devices, food and/or medication? Not reported. Was allergy testing performed? If so, please describe with results. Unk. Are there any photos available? No. I certify that all information that are known/available has been disclosed.